Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, a piece of the tip of the jaw fell off. The piece detached from the device and fell into patient's cavity but was retrieved. They did use a new device to complete the procedure. There was no patient injury.